Event description:
It was reported that while in the catheter lab the berman catheter was pre-tested. After the catheter was inserted, the md injected contrast media into the catheter. At that time, they noticed the contrast media was in the balloon lumen. As a result, the catheter was exchanged. The customer "suspects an interlumen crossover." A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.